Event description:
Philips received a complaint on the v60 ventilator indicating that the device had turned itself off during use. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the device was having power issues. The rse advised that the customer replace the power management (pm) printed circuit board assembly (pcba). A field service engineer (fse) went to the customer site on (B)(6) 2024 to evaluate the device. The fse ran the device on 100% oxygen for over 30 minutes in an effort to duplicate the alleged device issue. The device was not observed powering off unexpectedly. The fse advised the customer biomedical engineer (bme) that if the issue was able to be replicated, then the fse could have replaced one part at a time to isolate the part needed for repair. Because the issue was not reproduced, this was not possible. The fse advised the customer bme that replacing the pm pcba, motor controller (mc) pcba, and central processing unit (cpu) pcba preventively would ensure the alleged device issue would not recur. The customer agreed and the fse replaced all 3 parts. Following the parts replacement, the fse completed a performance verification test which the device passed.